Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a faulty reed switch sw5. This device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not turn on as expected when opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device does not turn on as expected when opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer will receive a replacement device to resolve the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.